Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. There was a mark in the probe which came in contact with the non-insulated area of grasping section and was abraded against it. The tissue pad in the grasping section was worn away, a part of the tissue pad was peeled away. There was a mark in the non-insulated area of grasping section which came in contact with the probe and was abraded against it. The coating of the probe was partially peeling. The coating of the grasping section was partially peeled off. When we performed probe check, no abnormality occurred. When we closed the grasping section and checked "seal" output, seal short circuit error occurred. *we adopted seal mode because the tissue would be worn away in seal & cut mode. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, omsc presumes that the event occurred due to the following occurrence mechanism. 1. The wearing and peeling of the tissue pad could have happened because "seal & cut" output was activated while grasping nothing with the grasping section and the probe tip, or kept activating the output after a transection of tissue. 2. The tissue pad was worn away, causing the non-insulated area of the grasping section to touch the probe. 3. The seal & cut output was activated with the non-insulated area of the grasping section touching the probe. This caused the error and the contact marks on the non-insulated area of the grasping section and the probe. The above device handling has warned in the instruction manual.

Manufacturer narrative:
The subject device in this report was not returned to omsc for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) received the following report from the user. During a standard operation, the subject device was used. The insulating layer on the branches came off. The tissue pad was likely to come off. An unspecified error occurred. No further information was provided. There was no patient injury reported.